Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/08/2014 for investigation. Investigation results as follows: the reported complaint of the platform displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed. The platform displayed a constant ua 7 fault when powered on prior to functional testing being performed. Also, although there were no ua 7 faults noted in the archive on the reported event date of (B)(6) 2013, the data did indicate that the fault had occurred multiple times on other dates. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are to: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Note: utilizing the shoulder restraints may help prevent changes in patient alignment. Further inspection of the device showed that the cause of the observed ua7 was a defective load cell. No further testing could be performed based on the condition of the device.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer powered the device off and on but the message did not clear. Furthermore, there was nothing on the platform. Customer also reported that both of the head restraints are damaged. No patient involvement was reported. No further information was provided.